Event description:
During dialysis, there was a recirculation of 53%. X-ray detected a leakage between the arterial and venous channels in the cdc.

Manufacturer narrative:
The complaint was confirmed. The septum that divides the catheter into two lumens was breached and would allow cross over of fluid from one lumen to another. Two lengthwise splits were noted in the septum at each corner of the lumen. A lengthwise split was also found in the tubing near the splits in the septum. The catheter had been grasped with hemostats near the location of the splits. It appears that the catheter was compressed while the guidewire was in the lumen. Impressions from the guidewire coils were found within the lumen underneath the hemostat impressions that were found on the external surface of the tubing. The splits in the catheter do not appear to be a direct result of grasping the catheter with hemostats. The exact cause of the breach in the septum and the split in the tubing is unknown.